Event description:
A customer reported that the tip of the vitrectomy probe broke during a procedure. The case was completed using an alternate probe. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
A sample was returned for eval and analysis. The probe was found to be broken at the port area. The probe was disassembled and the components inspected. The inner cutter exhibited significant wear on the cutting edge indicating the probe may have been used extensively. Analysis of a photo provided by the customer indicated the ported needle failure occurred during use since the cutter showed significant wear. The device history records for the component lots were reviewed. The associated lots (four) were released based on manufacturer's acceptance criteria. The root cause for the reported event appears to be material failure. The probe displayed evidence that it was used extensively. (B)(4).